Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that the two lithium batteries of the cardiosave intra-aortic balloon pump (iabp) cannot be charged. After replacing the new battery for two months, the new battery is also damaged. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. A getinge field service engineer (fse) has advised that the batteries were not replaced. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported during routine check the that the two lithium batteries of the cardiosave intra-aortic balloon pump (iabp) cannot be charged. After replacing the new battery for two months, the new battery is also damaged. There was no patient involvement; thus no adverse event was reported.